Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, a cause for the reported slda could not be determined. The reported poor image resolution appears to be related to procedural and patient condition. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ mixed tricuspid regurgitation (tr), mitral valve repair, atrial fibrillation, hypertension, hyperlipidemia and bladder cancer for a triclip procedure. During the procedure, two triclips were implanted on anterior and septal leaflet. While attempting to place the third triclip on the posterior and septal leaflet, it was noted that second clip had single leaflet device attachment (slda) and clip was no longer attached to the anterior leaflet. Imaging was difficult. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.